Event description:
It was reported that the patient presented with angina. On (B)(6)-2014 the procedure was to treat an 80% stenosed, moderately calcified lesion in the proximal right coronary artery (rca). The 3.0x18mm xience xpedition stent implant was deployed with no reported device or procedure issues. On (B)(6)-2015, the patient presented to the hospital with an st-segment elevated myocardial infarction (stemi). Despite resuscitation attempts, the patient expired due to heart failure. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of myocardial infarction, heart failure, and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.